Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: residues in the hoses. Based on the results of the investigation, a definitive root causes could not be identified, but it is likely that the defective cylinder and residues in hoses led to the malfunction which are cause that traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the suction pump exhibited residues in the hoses. There was no patient involvement.

Manufacturer narrative:
The initial medwatch reported that the suction pump with residues in the hose as reportable malfunction, however; this would not put the patient at any additional risk. The user could switch to another suction pump for use, or they may use an alternative method of suction. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was observed that during the device evaluation, the suction pump exhibited residues in the hoses. There was no patient involvement.